Event description:
It was reported that the home patient (hp) had a breach in aseptic technique while they were performing the therapy on the homechoice (hc) device. The hp explained that they disconnected from the machine while they were in dwell and did not use proper disconnect technique, as they did not use a mask and gloves. The hp also failed to press stop, but did remember to clamp the lines. The hp ended up reconnecting. The technical service representative (tsr) advised the hp to use a mask, gloves and the clamps when disconnecting/reconnecting. The tsr instructed the hp to end the therapy and start over with new supplies. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.